Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger was bent. This was discovered before use. The following information was provided by the initial reporter: the plunger was bent.

Manufacturer narrative:
Investigation: customer returned (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe from lot 8295941. Consumer reported the plunger was bent. The returned sample was examined and it was observed that the stopper was disfigured. No damage to the plunger rod was observed; no further manufacturing defects were observed on the sample. The damaged/disfigured stopper could be why the customer would report that the plunger rod was bent. A review of the device history record was completed for batch #8295941. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for smeared stoppers process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger was bent. This was discovered before use. The following information was provided by the initial reporter: the plunger was bent.